Event description:
Contact called stating that customer had a seizure because meter was reading erratically. Customer was hospitalized because of a seizure, alleged to be caused by meter's low results. Customer asked to return meter for further evaluation, and a replacement was provided.